Event description:
The customer reported no image on the monitors. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.